Event description:
Upon completion of medication regimen, an attempt was made to remove patient's foley catheter. Only 6 cc's were able to be removed from the foley balloon. Foley continues to function and drain urine. Balloon inflation line cut, but no air would come out of balloon. Balloon ultimately punctured by provider and deflated.